Event description:
It was reported that the device was used during a low anterior resection. At the first firing, the clip was scissoring. Another device was used to complete the case. There were no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.